Manufacturer narrative:
Updated grids after investigation a good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful

Event description:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator producing error messages. The device was in use at the time of the event but there were no injuries. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
Sphilips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had an error message. There was no patient involvement.